Manufacturer narrative:
(B)(4). G2: report source: us. Visual examination of the returned products identified that the ring is no longer attached. The ceramic head remained seated upon return. Liner shows nicks and scratches to all areas. Anti rotation scallops show indentation damage. Liner tabs are deformed and exhibit gouge damage. Constraining ring shows scratches from use. Metal abrasion damage is noted on the top side and the raised area from head dislocation. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed on (B)(6) 2015. The patient was revised on (B)(6) 2019 due to pain and recurrent dislocations. A constrained liner and ceramic head were placed. The patient was revised a second time on (B)(6) 2023 due to dislocation. A closed reduction was attempted in the emergency room, but ultimately the head and liner were revised with another constrained liner and ceramic head. Radiographs were provided and reviewed by a health care professional. Review of the available records identified a displacement of the constraining portion of the right hip arthroplasty. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event.

Event description:
It was reported patient underwent right hip revision approximately 4 years post implantation due to dislocated constrained liner. Attempts have been made and additional information on the reported event is unavailable at this time.